Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the atrial lead exhibited failure to capture, high pacing impedance, and low sensing. Chest x-ray showed lead dislodgment. No intervention was performed. Patient was stable.

Manufacturer narrative:
Correction: d10 device evaluation: the reported events were lead dislodgement, failure to capture, high pacing lead impedance, and low sensing. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture, high pacing lead impedance, and low sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The measured full helix extension length was within specification.

Event description:
New information notes that the atrial lead was explanted and replaced on (B)(6) 2022.